Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information stated that the patient is great postoperatively. Hospital would not release explanted products.